Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v662981, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient had experienced a loss or change of therapy because with the "electrodes failed¿. It was indicated a new device was implanted on the day of this call. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# v662981, implanted: (B)(6) 2011, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v662981, implanted: (B)(6) 2011, product type lead. Device code (B)(4) no longer applies to the event.

Event description:
A patient reported the electrodes broke, and she had the second placed on 2015.